Event description:
It was reported that the customer had multiple cases of diabetic ketoacidosis, was hospitalized, and had occlusions in the form of air bubbles in her reservoirs. On (B)(6) 2014, (B)(6) 2014, and (B)(6) 2014 the customer had diabetic ketoacidosis episodes. On (B)(6) 2014 the customer's blood glucose level was 500 mg/dl and she had ketones with her diabetic ketoacidosis. The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2013. The customer and her health care provider stated that these events were caused by occlusions in her reservoirs. The customer stated the air bubbles occurred when she filled the reservoirs and they could not be cleared with a manual prime. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.